Manufacturer narrative:
Sample analysis: the delivery pusher was returned with the implant detached. The implant was not returned for evaluation as it is within the patient. The delivery pusher was verified for electrical continuity and met specification. The attachment tether that holds the implant intact to the delivery pusher is white opaque. This appearance is consistent with stretching. The pusher is extremely kinked and damaged. The delivery pusher lead wires are separated from the delivery pusher and broken. Root cause: the cause of this complaint appears to be that the user applied force to the device that exceeded the maximum tensile specification of the attachment monofilament.

Event description:
It was reported that during the embolization of a acom aneurysm, the physician positioned a neuroform stent and jailed the echelon microcatheter into the aneurysm. During repositioning of the embolization coil, the coil prematurely detached from the delivery pusher within the aneurysm. An attempt was made to remove the delivery pusher, however, it was stuck. The delivery pusher was removed with the microcatheter. Access could not be regained. There was no clinical sequelae. On (B)(6) 2010, the physician stated that the patient was doing well with no post-op issues.